Event description:
No osseointegration, xerostomia, periodontal disease at time of surgery, no thread tap used, primary stability was achieved, implant was completely covered by bone, infection, pain, increased sensitivity.